Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The srt replaced the o2 sensor and moved the sensor to laboratory for further evaluation. The unit operated to the manufacturer's specifications.

Event description:
The service repair technician (srt) reported that upon receipt of the device, the oxygen (o2) sensor showed signs of leaking electrolyte. There was no patient involvement.